Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected the customer was performing a planned, non-emergency treatment which was delayed of more than 20 minutes. The procedure was aborted and completed by relocating the patient to another room. The philips remote service engineer (rse) connected with the customer and confirmed that the system was unable to boot up. The philips field service engineer (fse) visited onsite and upon functional testing, the fse found a defective hard disk drive (hdd) in the main pc, caused by power outages at the hospital. To resolve the reported issue the fse replaced the hard disk drive (hdd) and reinstalled the system. After replacement of hard disk drive (hdd) and reinstallation of the system, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.